Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodilitation system had water flow and temperature issues four days prior. There was no procedure or patient involvement.

Manufacturer narrative:
The prolieve thermodilitation system will be serviced on-site. Therefore, a failure analysis is not currently available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.